Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
A notification was received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured pseudoaneurysm of right groin with a "probable" relationship to the impella device used. The patient was brought down to the catheterization lab to undergo coronary angiogram with probable intervention with impella. Coronary angiogram was completed revealing high grade stenosis to arteries. Distal abdominal aortogram with right iliac runoff was completed showing aneurysmal descending aorta and iliac but very large caliber vessel. At this time, the physician consulted with the vascular physician about the patient and vascular anatomy. Ultimately, the decision was made to proceed with impella percutaneous coronary intervention which was completed. The pump was supporting for just under two hours and was explanted. The access site had perclose issues. The "j" wire was inserted into the sheath and the sheath was removed. While attempting to tighten the perclose sutures, the physician could not get the last deployed perclose sutures to tighten. It appeared the sutures were wrapped. Therefore, the decision was made to abort closure, and a new 14 x13 sheath was inserted back over the "j" wire into the access. Hemostasis was achieved. Perclose sutures were broken and cut. Plans were made for sheath removal on the unit when activated clotting time was less than 160 seconds. Doppler pulses were present post suture of sheath. Following, same day, post procedure, it was noted the patient endured pseudoaneurysm of the groin. Action taken to address the pseudoaneurysm is unknown. The patient recovered with no sequelae.